Event description:
It was reported that the patient underwent a posterior fixation from l3-s1. At an unknown time post-op, a screw at s1 was broken. The patient underwent a revision surgery to replace the broken screw.

Manufacturer narrative:
(B) (4). A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Evaluation of the returned device is in process. Therefore, we are unable to determine the definitive cause of the reported event.